Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-02992 and 1225714-2014-02993.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.